Event description:
Not fitting w/mating product once needle was inserted into pleural space, thoracenteses catheter was advanced but wouldn't lock to secure needle. Dr. Then had to hold needle steady while manually aspirating 2 l of fluid with 60 ml syringe. No harm caused, but user believed there to be risk of lung puncture or potential need for a 2nd procedure with a new set. User asked if any other complaints. Final response required.

Manufacturer narrative:
(B)(4). "Carefusion medical device complaints were managed handled by cardinal health under a transitional service agreement from september 1, 2009 until july 1, 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803." A complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A review of complaint data did not identify any additional complaints of similar nature. Based on the complaint review, this complaint is classified as an isolated report. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. The quality plan includes inspection points for assembly of the catheter guard and needle. No issues were identified with these inspections during the manufacture of lot l0c212. A device history review (DHR),and raw material history files for the listed manufacturing lots showed (1) non-conformance (missing needle, coil too small) product was 100% culled and submitted to qa for release. No other quality problems or rejections related to this incident were recorded. A definitive root cause could not be determined since a sample was not provided. Corrective action plan not required based on roi. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness and minimize any impact from the manufacturing processes.